Manufacturer narrative:
(B)(4). The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lap anterior resection of rectum, the device did not cut and staple the target tissue. The firing force was higher than expected. The sound and resistance of washer punching seemed to be not confirmed. The procedure was converted to open. The site was anastomosed by hand. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Event description:
The device was fired by the second pa. Judging from the anastomosis situation of the tissue, the surgeon thinks the handle was not grasp properly. Although the adjusting knob was rotated in a counterclockwise direction to open, the device could not be removed from the patient. Other information was not provided from the hospital. The anvil has been discarded in the hospital. The patient get not get an ileostomy.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. An intra operative photograph was received. Based on photographic analysis and the event description, there was no breakaway washer present. This would indicate that the firing stroke was not complete. However, the washer may have been removed during inspection of the tissue donuts. Potential causes of this type of event are as follows: tissue was thick and gap setting scale was set at high ¿b¿. Firing stroke was not completed. Adjusting knob was counter rotated during the firing stroke.